Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited failure to interrogate via bluetooth telemetry. Premature battery depletion was alleged. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported field event of no bluetooth (ble) telemetry, no low voltage output, and premature depletion was confirmed. The device was unable to communicate upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the default settings. Initial electrical testing revealed high current drain from the hybrid and the device was unable to communicate even when powered with an external supply. The high current drain was later unable to be reproduced. The no communication anomaly was also unable to be reproduced. The cause of the reported events was due to a hybrid anomaly. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: both "d6b: date of explant" and "h2: follow-up type" in 2017865-2024-41483 submitted on (B)(6) 2024 should have been "(B)(6) 2024" and "additional information" respectively, instead of being empty.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) also exhibited low output voltage with no pacing. The ICD was explanted and replaced. Patient condition was stable.